Manufacturer narrative:
A review of the mfg records has been conducted. The mfg records review verified that this lot met all pre-release specs.

Event description:
In late 2008, the pt was implanted with gore excluder endoprostheses to treat an abdominal aortic aneurysm. The devices were placed as planned, but when an aortic extender was added to a type I endoleak, the right renal artery was partially covered. A palmaz stent was placed to ensure patency of the renal artery. The procedure concluded without further incident. No complications have been reported.